Event description:
.

Manufacturer narrative:
Eval summary: the suspect device was returned and evaluated. Testing confirmed that the device would alarm check clutch when operation was attempted. The pump safety software uses a position potentiometer to monitor motion of the plunger driver during delivery. If the motion is not correct, the pump will generate the alarm check clutch. Check clutch is a high priority alarm which halts an ongoing infusion. High priority alarms are signaled by a flashing red indicator and an audible signal. Our testing indicated that the position potentiometer was out of calibration. Our technicians recalibrated the position potentiometer. After calibration delivery, accuracy and functional test were performed, the device was found to pass all delivery, accuracy and functional test. After calibration, no operational or functional failure was detected and the product was within specification.